Manufacturer narrative:
The investigation into the controller failure (red alarm)issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs were reviewed and confirm only one of the reported failure modes. Console was unexpectedly shutdown at the end of a patient case. Once the console booted up, pmd serial communication issue entries were observed occasionally upon boot up. Console recognized the unexpected shutdown by issuing the alarm #603 - unexpected controller shutdown. However, console logs had gaps which led to inability to confirm the reported controller failure alarm. The controller failure alarm was most likely occurred when imc logs stopped logging, therefore, there is no visibility from the existing logs. Console was tested with known good pump and purge set for overnight case simulation. Although the unexpected controller shutdown was not reproduced which supports the idea that the original issue was the inability to shut down the console properly, it was observed that the impellatronic cpld buzzer was beeping post overnight testing, indicating there was communication issue within impellatronic circuitry. This observed communication issue would lead to controller failure alarm as complaint reported. The controller failure, although unable to be confirmed via aic logs, was most likely due to a defective impellatronic (communication issues). The inability to properly shutdown the console was not determined due to inability to reproduce and confirm from the incomplete imc logs (due to corrupted compact flash cards). There was no clear evidence to prove any correlation between the corrupted compact flash cards and the inability to shut down the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported the aic experienced controller failure (red alarm). No clinical details regarding resolution or patient involvement/condition were provided.